Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon evaluation completion.

Event description:
Edwards received information that this 23mm aortic pericardial valve, implanted approximately twelve (12) years and four (4) months, was explanted due to aortic regurgitation secondary to leaflet tears. After an implant duration of approximately twelve (12) years and one (1) month, cardiac murmur was observed, and moderate aortic regurgitation was detected by echo. This device was originally implanted for aortic valve replacement to correct aortic stenosis. This device was explanted and replaced with a 23mm valve with no adverse patient effects reported as a result of the valve replacement. The condition of the explanted valve was reported as ¿leaflet tears were observed on the commissure of the right coronary cusp and left coronary cusp. Calcification was observed with little or none¿. The patient status was reported as ¿recovered¿ at ICU. The device was returned for evaluation.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated minimal to moderate calcification on leaflets 2 and 3, and minimal wireform distortion around leaflets 1 and 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 1 had a 1mm hole near commissure 1, and a 8mm tear along commissure 2. Leaflet 2 had a 5mm tear along commissure 2. Leaflet 3 had a 5mm tear along commissure 3. Leaflets were thickened and swollen at the free margins near the commissures, and at the tear regions. Hematomas were observed on leaflet 1 at the outflow aspect. Customer report of leaflet tears and calcification was confirmed. Report of aortic regurgitation was visually confirmed due to leaflet tears. Calcification and thickened tissue restricted leaflet mobility and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.